Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device would not reopen while applied to the left uterine artery. The surgeon tried to remove the device from the tissue manually, but needed to use another instrument to pry open the device jaws and release the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.